Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received on oct 4th, 2017, reported that the patient experienced exit block. The right atrial and right ventricular leads exhibited loss of capture.

Event description:
It was reported that the patient presented in the emergency room with ventricular tachycardia. Upon review of the electrocardiograms, noise was observed due to possible lead to can abrasion in the pocket or clavicular crush. Crosstalk and intermittent ventricular capture thresholds were also observed. Both right atrial and ventricular leads were explanted and replaced. No further information is available at this time.